Event description:
It was reported that the patient presented in the emergency room due to unrelated health issues. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited under-sensing. The device was reprogrammed. The patient was stable.